Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6011367, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011367 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac m12 on 02-feb-2025, with a total of (B)(4) units. The sub-assembly: assembly the lot 5a04106 was manufactured according to the work instruction (wi) version 27 and assembled in the quickset line, on 31-jan-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5a03846 was manufactured according to the work instruction (wi) version 42 and manufactured in the line mp04 and mp08, on 29-jan-2025, with a total of (B)(4) units. The lot 4m01580 was manufactured according to the work instruction (wi) version 42 and manufactured in the line mp04 and mp08, on 12-dic-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. Review of the DHR showed that during the outgoing test 9 an extended was found for contamination in one sample and therefore the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4) event occurred canada. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Patient country: canada patient city: (B)(6).